Event description:
This adverse event report is a follow up to the report submitted by (B)(6). The report submitted by (B)(6) suggested paragon z crt may have been involved in a patient related adverse event. According to the adverse event report submitted by (B)(6), the patient suffered central corneal breakdown and his vision was reduced to 20/40 in the right eye due to severe central corneal haze and scarring after wearing the lenses for one year.